Event description:
After the surgery, it was noted that lag screw protruded from femoral head. Another surgery to replace implants was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.